Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the hcp opened the lead he noticed that the distal tip was slightly bent. The lead was also reportedly somewhat thicker than normal.